Event description:
A malfunction was reported by the customer, with the malfunction code malf 12, but no notable events occurred prior to the issue. There was no reported adverse impact on the customer¿s blood glucose level. The customer was provided with information on resetting the pump and was assisted with the reset by technical support. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump while being instructed to call back if the issue happened again. The customer acknowledged and understood the instructions.